Manufacturer narrative:
The catheter was received with a bent tip and the stylet and cap was separated at the bond site. Examination of the returned catheter, stylet wire and cap revealed that the catheter tip was damaged. It appeared that the stylet was bonded to the tip of the catheter and when removed (pulled out of tip) the tip of the catheter had torn. A bend was observed in the catheter body proximal of the catheter tip. The balloon inflated and remained inflated without leakage. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed and appears to be related to the manufacturing process. An investigation was opened to determine the cause of the complaint and implement any necessary actions.

Event description:
It was reported that the stylet at the tip of the catheter could not be removed and the white cap broke off. It was indicated that the catheter may have had a kink so the catheter was not used. The staff was finally able to remove the stylet with a pair of hemostats; however, a new catheter was used without incident. There were no patient complications reported.